Event description:
It was reported that the patient had a loss of therapeutic effect and went to the emergency room (ER) the night prior to the report due to excruciating pain. She had a stroke nine years ago that caused pain on the right side from the top of her head to the bottom of her foot, which caused her to yell out. The patient started hurting at six and went to the ER around ten. She would be fine for fifteen minutes and then all of a sudden have a shooting pain. A manufacturer representative was called and the patient stayed at the ER for several hours waiting on someone to call back, but no one did. It was thought to be a pain pump issue, but this was diagnosed not to be the case over the phone. It was noted that the patient was travelling and went through advance imaging technology and changed elevation while driving. The representative also mentioned that the patient¿s first implantable neurostimulator (ins) lasted 3.5 years, which was about where the present ins was, so it was possibly at end of life (eol). However, this had not been verified with a clinician programmer. Not much could be done besides discussion over the phone as there were no representatives in the area. It was unclear what the patient¿s ins therapy was for, but the information reported reasonably suggests it was for pain. There were no reported interventions or patient outcome, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Follow-up information received from the healthcare provider (hcp) reported that the patient came to the clinic after her emergency room (ER) visit. It was found that the implantable neurostimulator (ins) was malfunctioning, not her pump.

Manufacturer narrative:
The information reported by the event reasonably suggests that the device was potentially used for an off label indication. The indication the device was used for was potentially lgw. Concomitant medical products: product ID: 3387040, lot# v009174, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).